Event description:
It was reported that the 9800 system "cuts off" when the power cord is moved. The system worked after reboot. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found loose interconnect cable plug and receptacle. Repaired the cable and plug. Also identified a break issue with right rear wheel. Adjusted the right rear break. The system was tested and found to be working as intended and placed back into service.